Event description:
It was reported that the patient experienced a shocking sensations and shortness of breath during sleep. The leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned per hospital policy.